Event description:
It was reported that this patient was in the emergency room where the heart rate was found to be 30bpm. Review of the reports found ap and vs event right on top of each other with a as in blanking and a vs after, and there appears to be no capture. It was noted that both thresholds are very elevated and above the outputs programmed. The patient was admitted and on an external pacemaker, where it was thought that there was a definite change in patient status. Additional information reported that the outputs were reprogrammed the next day in the emergency room. When rechecked the following monday, the device was rechecked again and the thresholds were back to normal. The field representative was not aware of the cause. The device remains in-service. No additional adverse patient effects were reported.